Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was extended one hour. The surgeon had to remove the cup, rim for one size up and implanted the cup size 62mm and the new insert.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the r3 liner revealed damage to the edge of the inner diameter and on the outer edge, potentially due to attempted implantation. The device was manufactured in 2015. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were to print specification. This investigation did not determine a specific cause for the failure. A review of the clinical details provided does not reveal a causal relationship between the device and the complaint. A user/procedural related deviant cannot be excluded in this event. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot with this failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.